Manufacturer narrative:
A ge svc rep performed an onsite investigation. All mainframe circuit boards and cable connections related to the interlock circuit were reseated. The sys was then found to be operating as intended.

Event description:
The customer reported that the sys displayed an interlock failure error message and would not boot up. There is no report of pt injury associated with this event.